Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine, dilaudid, and marcaine via an implantable pump for malignant pain. The drug concentrations and dose rates of each drug was unknown. It was reported that a pump refill was missed. The patient was due for a refill. The patient had a different surgery and could not make it in for a refill. The patient was now as a rehabilitation center and was getting an (B)(4) regarding pump reservoir empty via their personal therapy manager (ptm). The patient was only hearing their pump alarm but did not have any symptoms at this time. It was noted that the patient will be in (B)(6) 2018 once she was released for refill of the pump. No further patient complications have been reported as a result of this event.